Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing low blood glucose. Troubleshooting was performed. The customer stated that she is on multiple daily insulin per her doctor's instructions. The customer stated that her last glucose reading was 374 mg/dl, and she was feeling fine. The customer stated that she changed the reservoir the night before and filled with 200 units without rewinding. The customer inserted the reservoir into the insulin pump and all the insulin was delivered into her body. The customer was found the next morning and the paramedic came and took her to the hospital. The bolus history revealed only bolus, which it was the bolus the customer programmed for a sandwich at noon. The customer stated that she did not change out the reservoir properly and pushed all the insulin into her body. Advised the customer to call every time she changes the reservoir for assistance. The customer stated that she wants a replacement of the device. No further info was provided.